Manufacturer narrative:
Additional information added to b5 and b6 b5: it was reported that six days after peritonitis diagnosis was confirmed, the patient was recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by cloudy fluid. The breach in aseptic technique was described as the patient reused the drain bag. Three days before diagnosis was confirmed, the patient was hospitalized for the event. The patient was treated with fortum injection (250mg, route and frequency not reported), heparin injection (1000 units, route and frequency not reported) and ampicillin injection (250mg, route and frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.